Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient rep stated patient (pt) had surgery and MRI and turned implantable neurostimulator (ins) off a few weeks ago. The first week patient came home pt was feeling sick and patient went back to the hospital and they said it was one of the antibiotics, caller stated that was last week sometime. Caller stated last week is when caller noticed patient is felling a little off, not herself. When looking at settings on the handset a day or two ago, settings are higher than what patient has had. Caller stated the healthcare provider (hcp) sent the caller the settings patient was on (B)(6) 2023. The settings on the left should be 3.8 but the handset is now showing 5.8. The right side should be 4.0 and right now is at 4.4. Caller states hoping the dr will call back today. Caller stated patient states head feels light. Caller noticed sometimes when she sits she sometimes chokes. Caller states remembering if dr had it too high, when patient was having those choking episodes every time she sits she would start coughing so the dr would " drop it down". Caller states right now if patient eats patient will start coughing. Caller wondering if she should change the settings from 5.8 to 3.8 . Pss recommended to discuss with dr and to only change settings slowly. Caller mentioned patient having dementia and parkinson's. Caller will wait and discuss with dr. Additional information was received from the patient (pt). The circumstances were unknown. The issue was resolved.